Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that the pump touch screen was unresponsive. Customer¿s blood glucose was 110 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.